Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity and post-spinal cord injury. Pump drug information was not reported. It was reported that, per a magnetic resonance imaging (MRI) technician, the patient was an inpatient. The manufacturer representative (rep) had to come check the pump, however, she thought that they were questioning whether the catheter was in the right place or possible the drug was being delivered outside of the intrathecal space. The MRI technician asked if a copy of the report that the rep obtained was available. The MRI technician wanted to make sure that a potential catheter issue wouldn't change how to proceed with an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.